Event description:
Reported false positive sars result for 1 asymptomatic consumer. The consumer communicated that they continuously tested positive with cvs health at-home for an approximate 13-day period and tested negative with alternate rapid antigen testing during part of that time. No further confirmatory testing had been completed. 14 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.